Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there was resistance inserting the device therefore, the proglide device was removed. After removal of the device it was noted that a guide break had occurred. The suture of a new proglide was successfully pre-placed. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide separation was confirmed. Additionally a foot break was noted. The reported difficulty inserting the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the returned device condition and the reported information, the reported guide detachment may be related to high angle of insertion or torsional manipulation applied during device placement due to the reported resistance encountered. A conclusive cause for the reported resistance during insertion could not be determined. Factors that contribute to difficulty inserting the device may include, but are not limited to, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6- medical device problem code 1069 - break was removed.

Event description:
Subsequently to the initially filed emdr, additional information was received: returned device analysis identified a guide separation and a portion of the posterior foot was separated and not returned. Follow up with the account confirmed that the foot break was not noted and the guide separated during the procedure. The separated distal guide was able to be removed by simply pulling it out [no intervention required]. No additional information was provided.